Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3391, lot# unknown, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 3391, lot# unknown, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the they detected externalization of the leads with signs of inflammation and suppurate liquid during a periodic review of the patient. The cause of the issue was maybe a non-sterile environment; however, lab tests were done and no bacteria or germs were found. The patient was put on antibiotics for seven days, but the situation did not improve so the hcp decided to remove the leads. The issue was resolved after the leads were explanted. No further patient complications were anticipated. Patient was alive with no injury.

Manufacturer narrative:
Other applicable components are: product ID: 3391-40, lot# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead; product ID: 3391-40, lot# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the patient had epileptiform in the left temporal channels 3 and 4.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was stated the patient was implanted for epilepsy. It was stated that due to the patient presenting infection data and the lead explant the patient exited the study.